Event description:
The ventilator was returned to the third party svc ctr for eval. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the third party svc ctr,the ventilator's ac inlet connector was found to be cracked. The device's ac inlet connector was replaced to address the issue.